Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: a visual and microscopic analysis was performed which identified: sharp opening, crease fold, delamination (>75% total separation) and missing orientation dot (75-100%). A dimension measurement of the shell was performed which identified the thickness as within specification. Based on the device analysis the final assessment is: a sharp opening posterior due to an unidentified (tear) opening; missing orientation dot due to inconclusive; a delamination total of orientation dot (cohesive failure). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to rupture.

Event description:
Physician reports a rupture, a capsular contracture, baker grade ii, and pain and discomfort. The device has been explanted. This record represents the right side.